Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a white material, possible septum material, floating in the syringe. There was no reported impact to the customer's blood glucose level. Reportedly, the customer declined troubleshooting with tandem's technical support.